Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was between 600-700 mg/dl. Elevated blood glucose was addressed with a bolus via the pump. Customer went to the emergency room and was subsequently admitted to the hospital for the elevated blood glucose. Customer was treated intravenously with saline and insulin, was released from the hospital the same day with the issue resolved, and no permanent damage. Tandem technical support performed system check with customer and determined the pump was functioning as intended.